Manufacturer narrative:
The device was not returned for evaluation. If the device is returned, a follow-up report will be submitted with investigation results.

Event description:
It was reported that the knee wrap gel pack was contaminated with mold. The nurse was discharging a total joint patient from the hospital. A (B)(6) gel pack was to be sent home with the patient. When the nurse opened the package to teach the patient how to use the gel pack, the nurse noticed there was mold growing on the educational insert paper inside the gel pack. The plastic container appeared to be moist on the inside as well. There was no reported patient or user harm.